Manufacturer narrative:
Arctic front advance cardiac cryoablation catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/63 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿five-year experience with pulmonary vein isolation using the second-generation cryoballoon for treatment of persistent atrial fibrillation.¿ journal of cardiovascular electrophysiology. 2018. Doi: 10.1111/jce.13743. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation system: there were 10 patients who experienced phrenic nerve palsy (pnp); all of which recovered within 12 months of the procedure. There was one (1) patient who experienced pericardial effusion; with no course of treatment/intervention required. There were four (4) patients who had ¿vascular complications,¿ three (3) groin hematomas, treated by compression, and one (1) ¿minor¿ arteriovenous fistula (av fistula) which did not require intervention. There was one (1) patient with ¿transitory hemiplegia,¿ the day after the procedure, with no further complications and which completely recovered. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.